Manufacturer narrative:
Unable to confirm incident, device not returned to manufacturer for evaluation. Manufacturer tried to contact multiple times and no response received. No confirmation on root cause, injury type , or treatment methods and/or corrective actions to perform on the device.

Event description:
While operating the minilift, the user was injured on the arm.